Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to load a new cartridge. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 250 mg/dl at time of event.